Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in bacterial peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The patient received treatment with unspecified infused drugs (dose and frequency were not reported) for peritonitis. The patient¿s outcome was not reported. On an unreported date, dianeal therapy was discontinued. No additional information is available.